Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing syncope presented in clinic. Review of electrogram revealed high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. The issue was resolved by reprogramming during a routine follow-up.